Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement and undersensing. An x-ray confimred microdislodgement of both leads. It was suspected that patient movement was the cause for dislodgement. The lead was repositioned.